Manufacturer narrative:
According to the customer on (B)(6), "she was walking inside the bus to a seat when she hit someone with the front wheels and her left leg. The brakes did not stop, it folded, and she has a lot of pain. She keeps hitting people because it doesn't stop. She used a brace, some diclofenac, and some home remedies for the pain. She went to an orthopedic doctor and he gave her a cortizone shot on her left leg". The device is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6), "she was walking inside the bus to a seat when she hit someone with the front wheels and her left leg. The brakes did not stop, it folded, and she has a lot of pain."